Manufacturer narrative:
A specific root cause could not be identified. However the instrument issue found by service was found to be the most likely cause. Additional information for further investigation was requested but was not provided. A preanalytical issue could not be ruled out as the customer was not following the tube manufacturer's recommendation for centrifugation. The provided calibration and qc data did not indicate any reagent issues.

Manufacturer narrative:
Additional information was received. The initial result was actually 0.185 miu/ml. The field service representative checked the analyzer and ran performance testing. A problem was found with the ews. The syringe seals and nozzles were replaced. There have been no further problems.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was <1 (0.106) miu/ml and was reported out of the lab. The repeat results were >10,000 miu/ml and 49,000 iu/ml with a dilution. The sample was repeated on (B)(6) 2014 and the result was >10,000 miu/ml. When retested with a dilution, the result was 48,775 miu/ml. The amended result of 48775 miu/ml was issued to the clinician. The patient had been in the a&e department on 08/05/2014 and the clinician performed an ultrasound. This confirmed pregnancy of 10 - 14 weeks. The first result of <1 miu/ml was not believed and did not affect any clinical decisions. The customer was concerned that the erroneous result was not accompanied by a data flag. The hcg+b reagent lot number was 177537. The expiration date was requested, but was not provided.